Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted, give date: not applicable, as lens remains implanted. (B)(4). Device evaluation: per initial report the lens is still inserted and device will not be returned. Complaint could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while the lens was being inserted into the patient's eye, the trailing haptic position forced the lens to flip upside down in the eye. The doctor was able to flip the lens back over without any further patient complications. She noted that the lens had minor damage from the inserter push rod at the optic edge but did not think it was visually significant. No further action is needed.